Manufacturer narrative:
As reported, the optifix device gets stuck during the first attempt and then deployed broken fasteners. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note, the date of event is considered to be a best estimate as 25-jun-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the optifix straight fixation device got jammed during the first fire and deployed broken fasteners. It was reported that another device was used to complete the procedure and there was no reported patient injury.